Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this electrode had an erosion and infection. This electrode was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this electrode had an erosion and infection. This electrode was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported. Additional information from the field indicates this electrode was unable to be extracted, so it was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device. MFR site address 1 field (g1) in section g, all manufacturers. MFR site city field (g1) in section g, all manufacturers. MFR site zip/post code field (g1) in section g, all manufacturers.

Event description:
It was reported that the patient with this electrode had an erosion and infection. This electrode was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.